Manufacturer narrative:
On 2/26/2021, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a 69-year-old female patient underwent a cardiac ablation procedure for paroxysmal atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the ablation phase the patient became hypotensive, and cardiac tamponade was confirmed by intracardiac echo (ice) image. Pericardiocentesis was performed to drain 200ml of fluid from the pericardial space. The patient was reported in stable condition and was transferred to the intensive care unit (ICU) and stayed for overnight observation. Physician is unsure on the cause of the event. Patient had fully recovered from the event. Device evaluation details: the product was returned to biosense webster for evaluation. Bwi conducted a general inspection through the visual inspection and all features of the catheter tests. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the smart touch sf catheter. Per the event, several tests were performed. The magnetic, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30448527m number, and no internal action related to the complaint was found during the review. No malfunction was observed during the product analysis. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a cardiac ablation procedure for paroxysmal atrial fibrillation with a thermocool(r) smart touch(r) sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the ablation phase the patient became hypotensive, and cardiac tamponade was confirmed by intracardiac echo (ice) image. Pericardiocentesis was performed to drain 200ml of fluid from the pericardial space. The patient was reported in stable condition and was transferred to the intensive care unit (ICU) and stayed for overnight observation. Physician is unsure on the cause of the event. Patient had fully recovered from the event. Transseptal puncture was done with a bailys nrg needle. Catheter flow was set at 8-15ml/min. There was no evidence of steam pop during the ablation. No error messages were observed. Force visualization features used were dashboard, vector and graph. Visitag settings were 3sec, 2mm, 25% at 3 g. Visitags colored by impedence drop. Max wattage used: 40w. Number of lesions: approx. 65. Total ablation time: 42 mins. Total fluid to the patient: 950ml. Flow setting for stsf: 8/15 ml. Since this event is life threatening and required intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.